Manufacturer narrative:
H.6. Investigation summary: bd received 2 photographs from the customer in support of this complaint. Photos showed the cap on the tube which is incompletely moulded and has gaps in its plastic. 100 retained samples were visually inspected, and no shorts were found. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of short shot.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate nurse found that the light blue cover of one of the vacuum blood collection tubes was missing and had a defective cap. The following information was provided by the initial reporter. The customer stated: nurse found that the light blue cover of one of the vacuum blood collection tubes was missing when affixing the coagulation function label, and replaced it with a new vacuum blood collection tube, and kept the vacuum blood collection tube, the same batch carefully check the blood collection tubes every time, contact the equipment department, and report the adverse event of the device.